Manufacturer narrative:
The sensor was physically checked at the hospital by a spectrum service employee. No cracks or damages were observed. Sap ports and pins look normal on both the sensor side and the diagnostic module side. The sensor passed all functional checks in situ, but was still replaced with a loaner (i.e., replacement sensor). The sensor is being returned to spectrum medical for further investigation.

Event description:
During weaning off bypass, while on 'protected mode' (i.e., a setting which stops the pump in the event of reservoir level falling below the 'lower/red' level), the red level sensor did not respond to the reservoir level and the pump was not stopped. Sensor led was lit continuously, and the alarm did not trigger. Safe flow bubble sensor detected the air bubble in the circuit, and this stopped the pump. The level sensor did not behave as expected.